Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was not delivering enough insulin and failed to display any alert or error code indicating that insulin delivery had been interrupted. The patient experienced and elevated blood glucose level as high as 32 mmol/l. Paramedics took the patient to the hospital where she was treated with an injection of insulin. The infusion device was requested to be returned for product evaluation.